Event description:
Almost one year after cochlear implantation, this patient was involved in a car accident, after the accident, he reportedly could not hear. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explanation and reimplantation surgery has not been scheduled.

Manufacturer narrative:
This type of event is addressed in the device labeling code #1738.